Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the output from one charger was below specification and that batteries in the imaging system were not functioning as designed. To restore functionality, a battery tray and the charger assembly were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a low battery message on the pendant and that the charging indicators were flashing a red led. It was noted that the imaging system was charged during the day prior to the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the charger assembly was received by the manufacturer for analysis, and through testing the reported issue was confirmed. Visual inspection confirmed all 8 charger cards were not seated properly, and there was excessive fiber and dust in the assembly and matted on the fans. After cleaning the charger enclosure and re-seating the charger cards, the charger assembly was installed into a known working system. Testing software showed that all nodes were not functional. Additionally, a low amperage of 0.14a was recorded on one of the nodes. It was noted that there was a defective charger card. Analysis determined that there was an electrical failure with the returned charger assembly. If information is provided in the future, a supplemental report will be issued.